Event description:
Device 2 of 2: reference MFR report #: 1627487-2011-05297. The pt received his scs system on (B)(6) 2011 including an ipg and paddle lead. It was reported that the pt was admitted to the hospital for a suspected infection at the ipg pocket and secondary tunneling incision site. A culture was taken and the pt tested (B)(6). The pt's physician does not believe that the (B)(6) was product related. The pt underwent IV antibiotic therapy and it is unknown if the (B)(6) is resolved. The next course of action has not been decided. No further information is available at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.